Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified bolus volume of normal saline and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device sounded an audible alarm tone. During the alarm condition, the nurse noted the patient's blood pressure decreased to an unspecified level. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no medical interventions reported. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.